Event description:
It was reported that blood entered the device. During a percutaneous coronary intervention, while introducing a 4.00 x 20mm synergy megatron stent into the patient, blood flow returned from the stent to the inflation device. The megatron stent was in position to be deployed, when the blood sucked into the balloon. The balloon was suspected to have come in damaged. It was noted that there was no shaft break and the balloon was not inflated. The synergy was just connected to the inflation device. A 3.5 x 20mm synergy megatron was advanced, but only half of the balloon inflated and was unable to deliver the stent to the coronary artery. While removing the 3.5 x 20mm synergy megatron stent, half of the stent was floating while still attached to the balloon. The stent came off of the balloon and had to be implanted in the brachial artery. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. .

Manufacturer narrative:
Device evaluated by MFR: a 4.00 x 20mm synergy megatron mr stent delivery system (sds) was returned for analysis with blood like substance visible inside balloon cones, manifold and inflation lumen. A visual examination of the stent found no stent damage. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands the stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual examination of the balloon confirmed the wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Following inflation testing a tear was noted on the proximal balloon cone. An examination of the tip found tip damage. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found a 1mm tear at the wire port exchange region. Functional testing was performed: hard clear media was visible inside the inflation lumen so the device was soaked to facilitate functional testing. Following soaking, a 0.014 inch test guide wire was loaded before the inflation test. An attempt was made to inflate to rated burst pressure, however at approximately 10 atm pressure, a slow leak was noted at the proximal balloon cone and on closer inspection of the proximal balloon cone a tear was noted. No other issues were identified during the product analysis.

Event description:
It was reported that blood entered the device. During a percutaneous coronary intervention, while introducing a 4.00 x 20mm synergy megatron stent into the patient, blood flow returned from the stent to the inflation device. The megatron stent was in position to be deployed, when the blood sucked into the balloon. The balloon was suspected to have come in damaged. It was noted that there was no shaft break and the balloon was not inflated. The synergy was just connected to the inflation device. A 3.5 x 20mm synergy megatron was advanced, but only half of the balloon inflated and was unable to deliver the stent to the coronary artery. While removing the 3.5 x 20mm synergy megatron stent, half of the stent was floating while still attached to the balloon. The stent came off of the balloon and had to be implanted in the brachial artery. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was reported to be stable following the procedure. .